Manufacturer narrative:
(B)(4).

Event description:
The serial number of the previous pump was now provided; (B)(4). Should additional information be received a supplemental report will be filed.

Event description:
It was reported that this patient had experienced many difficulties in the past including the difficulty of finding the right dosage, contrary effect to the expected effect with baclofen, complete weaning and gradual titration. Reportedly, more than a year the doses ¿should be changed often (sometimes too much and sometimes too little.) Later the physician found a paradoxical effect and the patient was hospitalized to reduce the dose until ¿0¿ then repeat titration up. There were a few months that the patient felt that the flow was less strong when the pump was nearing empty. It was further reported that the patient had a fall and the patient was held straighter and stable dose was found. The condition of the patient has improved. Further details or the chronology of the events were not known. This device system delivered lioresal. Additional information was requested to clarify event details provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was reported that the patient's fall was not related to the implanted device. The patient used to walk bent forward with the help of a walker, and since the fall they were steeper and stood more upright, which was of great satisfaction. It was further clarified that the allegations of the "pump flow was less strong when nearing empty" was on the previous unknown pump.